Event description:
It was reported that an unspecified transmitter issue occurred. Approximately on (B)(6) 2023, the report was received from a nurse who stated that the patient experienced diabetic ketoacidosis, but no other symptoms were reported. There was no information about the possible continuous glucose monitor malfunction that would have caused the hyperglycemic event, but it was stated that at the time of the event the transmitter was not working properly. The patient got admitted to the hospital and was treated with intravenous insulin and potassium. The patient was discharged 3 days after the event date and at the time of the report, the patient was stable. Data was provided for investigation. A review of performance data shows that the patient experienced a sensor failure at 11:50 pm on (B)(6) 2023, at which point she received a visual failed sensor alert. At 11:55 pm, the patient received a second failed sensor alert with half volume. At 12:00 am on (B)(6) 2023, the patient received a third failed sensor alert, this time with full volume. The patient continued to receive failed sensor alerts at full volume every five minutes until the alert was finally acknowledged at 7:45 am later that same morning. The root cause of the sensor failure was determined to be low counts aberration. After the sensor failed, the patient did not start a new session until several days later on (B)(6) 2023. The patient's estimated glucose value (egv) were in target range once her warm-up period ended and the first egv she received on (B)(6) 2023 was a value of 13.9 mmol/l at 2:10 pm. The root cause of the hyperglycemic event was undetermined as the patient was not in an active sensor session at the time of the alleged incident on (B)(6) 2023. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.